Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-40, lot# 0211751060, implanted: (B)(6) 2016, product type: lead. Product ID: 3387-40, lot# 0211751043, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported an open contact was found when performing impedance tests. There were no signs or symptoms from the patient as they were anesthetised. An impedance test was completed with the system and with the twist lock screening cable. The lead was disconnected, rechecked, and an open circuit remained on contact 10 with impedances > 40,000 ohms. The lead was then reconnected and contact 10 open was resolved, but contact 3 then presented itself as an open with impedances > 40,000 ohms. It was stated that "this is a totally different lead and should not be affected by the other." Follow up information received from the rep on oct-25 indicated that there were no further interventions taken and the issue was not resolved. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.